Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was having trouble charging his ins. The patient clarified that he had a fall and issues have been going off and on since then. He fell on his right side (implant side) and was having an MRI of his right shoulder. Since the fall, he had trouble connecting to charge his ins and when it finally connects, it appears to charge with 8 coupling bars. He would charge for 2 to 2-1/2 hours and the ins would not charge. The ins was now low. The patient tried charging on the phone and they got reposition antenna screen and it would not connect. The patient was advised to talk to their physician.